Event description:
Pt self tester reports receiving errors with the meter. Pt tested and received an inr result of 0.9 with the inratio meter. Due to this low result the pt's doctor instructed her to take 2 lovenox shots. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.